Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that the patient's pre-existing bardycardia was exacerbated by using the device. The implanting physician does not believe the device is causing the issue and the cardiologist has allowed the patient to continue using the device. The patient declined reprogramming of the device and has turned off the device.